Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart produced erroneous ivd results due to issues with the fsc signal. There was no indication of confirmatory testing, or that the results were reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "customer reports having issues with fsc signal in the plots of patient's samples recorded in facscanto software. The same sample on another instrument does not show any problem." "Dpmtv on fsc has raised to 24v even though cvs are relatively low." Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18mar2021 to date 18mar2022. ¿ complaint trend: there are 15 complaints related to this issue of erroneous results. Date range from 04aug2019 to date 04aug2020. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338963-v96301068-900239982-10, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a misaligned optical obscuration bar. Improper obscuration of laser light can lead to light interference and result in unexpected results from the unwanted light. The customer initially reported they were having issues with the fsc signal plots that were not present in other instruments. An fse (field service engineer) came onsite for the repair and confirmed the issue. The fse adjusted the obscuration bar, aligned the blue and violet lasers, performed a cst performance check, and performed a 7 color setup. No parts were requested for evaluation as there were no parts replaced. After the repairs the instrument was functioning as expected. The safety risk of this hazard has been identified to be within the acceptable level. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02383267, case # (B)(4). Install date: 27aug2010. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - fsc drift in signal. O problem description: customer reports having issues with fsc signal in the plots of patient's samples recorded in facscanto software. The same sample on another instrument does not show any problem. O work performed: obscuration bar position adjusted. Blue laser and violet laser aligned. Separation checked, cst performance check performed successfully, 7 color setup performed successfully. Customer sample is now running how it should applying the voltages from the 7 color setup. No need to run a new baseline as the cst values were brought back to the baseline levels after adjustment. O cause: blu laser beam was not completely stopped by the obscuration bar. O solution: n/a. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 1. Forward scatter detector. O function: 1.2 consistently positions fsc signals from similar particle. O potential failure mode: 1.2.1 laser light not properly blocked by obscuration bar. O potential effects of failure: 1.2.1.1 population wanders in and out of gate. O potential causes/mechanisms of failure: 1.2.1.1.1 core-stream-induced lensing for certain samples. O current controls: user examines dot plots. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 3. O occ: 5. O det: 2. O rpn: 30. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a misaligned obscuration bar. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to a misaligned obscuration bar. The fse identified the issue, adjusted the obscuration bar, and aligned the blue and violet lasers. They then performed a cst check performance test, 7 colors setup, and confirmed the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart produced erroneous ivd results due to issues with the fsc signal. There was no indication of confirmatory testing, or that the results were reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "customer reports having issues with fsc signal in the plots of patient's samples recorded in facscanto software. The same sample on another instrument does not show any problem." "Dpmtv on fsc has raised to 24v even though cvs are relatively low." 1. Are there erroneous results on patient samples for diagnostic test? --yes. 2. Was there any delay of treatment due to the issue? --no. 3. If patient samples were redrawn, was there any change or delay of treatment? --no. 4. Was there any physical harm/injury to the patient due to the issue? --no.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18mar2021 to date 18mar2022. ¿ complaint trend: there are 13 complaints related to this issue of erroneous results. Date range from 18mar2021 to date 18mar2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338963-v96301068-900239982-10, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a misaligned optical obscuration bar. Improper obscuration of laser light can lead to light interference and result in unexpected results from the unwanted light. The customer initially reported they were having issues with the fsc signal plots that were not present in other instruments. An fse (field service engineer) came onsite for the repair and confirmed the issue. The fse adjusted the obscuration bar, aligned the blue and violet lasers, performed a cst performance check, and performed a 7 color setup. No parts were requested for evaluation as there were no parts replaced. After the repairs the instrument was functioning as expected. The safety risk of this hazard has been identified to be within the acceptable level. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02383267, case # (B)(4). Install date: 27aug2010. Defective part number: n/a. Work order notes: o subject / reported: 338962 - bd facscanto ii - fsc drift in signal. O problem description: customer reports having issues with fsc signal in the plots of patient's samples recorded in facscanto software. The same sample on another instrument does not show any problem. O work performed: obscuration bar position adjusted. Blue laser and violet laser aligned. Separation checked, cst performance check performed successfully, 7 color setup performed successfully. Customer sample is now running how it should applying the voltages from the 7 color setup. No need to run a new baseline as the cst values were brought back to the baseline levels after adjustment. O cause: blu laser beam was not completely stopped by the obscuration bar. O solution: n/a. ¿ returned sample evaluation: the pictures provided by the customer were reviewed and the result confirmed fsc drift and the results were erroneous. A return sample was not requested because there were no replaced parts and the root cause of the erroneous results was not due to a defective part. ¿ risk analysis: risk management file part #338960-03ra, rev. 02/vers. A, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 1. Forward scatter detector. O function: 1.2 consistently positions fsc signals from similar particle. O potential failure mode: 1.2.1 laser light not properly blocked by obscuration bar. O potential effects of failure: 1.2.1.1 population wanders in and out of gate. O potential causes/mechanisms of failure: 1.2.1.1.1 core-stream-induced lensing for certain samples. O current controls: user examines dot plots. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 3. O occ: 5. O det: 2. O rpn: 30. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the erroneous results was due to a misaligned obscuration bar. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to a misaligned obscuration bar. The fse identified the issue, adjusted the obscuration bar, and aligned the blue and violet lasers. They then performed a cst check performance test, 7 colors setup, and confirmed the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that the bd facscanto¿ ii system w/ fluidics cart produced erroneous ivd results due to issues with the fsc signal. There was no indication of confirmatory testing, or that the results were reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "customer reports having issues with fsc signal in the plots of patient's samples recorded in facscanto software. The same sample on another instrument does not show any problem." "Dpmtv on fsc has raised to 24v even though cvs are relatively low." 1. Are there erroneous results on patient samples for diagnostic test? --yes . 2. Was there any delay of treatment due to the issue? --no. 3. If patient samples were redrawn, was there any change or delay of treatment? --no. 4. Was there any physical harm/injury to the patient due to the issue? --no.